Manufacturer narrative:
Ous MDR - the properties of the lead were checked during analysis. There were no deviations from the technical specs that could be related to the clinical complaint. The cuts in the insulation are probably a result of the process during the operation. There were no indications of material defects or mfg errors.

Event description:
Ous MDR - loss of capture was reported after an implantation time of 11 days. No worsening of the pt's state of health was reported. The two leads were explanted: selox sr 53, (B) (4), MDR 1028232-2010-00142.